Manufacturer narrative:
Cerner distributed a flash notification november 15, 2024 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification has been developed and released to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of the resolution of a malfunction associated with this software product. This issue involved cerner millennium sepsis and impacted the cloud-based product. Some sepsis cloud notifications may have been delayed because of over-capacity issues when sepsis crawlers processed large volumes of patient data in certain situations. When an affected release was installed and the enablegroupevents preference was set to y, several clinical_event rows were updated. This overloaded the sepsis crawlers and caused sepsis cloud notifications to be delayed. Cerner has not received communication regarding any patient injury as a result of this issue.